Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly. Customer stated that the b, esc, and act buttons do not respond well and she has to press the buttons very hard for it to work. Customer also stated that it has been like this since she received the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The esc and act buttons on the insulin pump had intermittent response due to flattened dome switch. No damage was noted on the keypad traces and connector on the lcd board was not unlocked during visual inspection. The device had minor scratches on the lcd window, cracked reservoir tube lip, scratched on the reservoir tube window, and cracked battery tube threads.